Event description:
It was reported that patient had revised surgery for removal of the stryker rejuvenate stem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.